Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. The parent did not report any specific cgm or blood glucose reading but stated that the cgm was inaccurate and that the cgm was reading lower than the blood glucose reading during the event. The parent also stated that the patient has a hard time to take fingersticks because of his adhd. The day of the event the patient experienced a hyperglycemic event with severe stomach pain, and vomiting, and the patient was brought to the hospital. The patient was hospitalized for 7 days total and received treatment with intravenous insulin, oral anti-nausea medication, oral ¿ketone medication¿ and paracetamol. At the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. Additionally, the parent stated that the patient was taking medication for his thyroid and was pending the results of a test to confirm if she has an auto-immune disease. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.